Event description:
It was reported that during an unknown procedure, one atb35 misfired. The analysis found that a cartridge pan was lodged into the instrument channel, making the instrument nonfunctional. It is unknown if there was any pt consequence.